Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose of 600 mg/dl. Customer stated because of the sensor reading the insulin pump shut off. Customer treated sensor low with candy bar, juice, and she when she checked her blood glucose she acutely 600 mg/dl. Current sensor reading was 87 mg/dl. Customer treated high with bolus and declined troubleshooting for high blood glucose. No further information reported.